Event description:
The user facility reported that their vividimage surgical monitor was "intermittently going blank". No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the power cabling required rerouting. The technician rerouted the power cabling, tested the function and operation of the vividimage surgical monitor, confirmed it to be operating to specifications, and returned the device to service. No additional issues have been reported.